Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However, based on the results of the investigations, it's likely that coating on the insertion tube of the insertion section peeled off was due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope tip was crushed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube was buckling; the universal cord had discoloration and a dent; due to a dent on the channel tube, channel cleaning brush and the forceps could not inserted smoothly; an abnormal sound was made due to damage on the angulation lever; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the control unit was sticky due to water leakage; the connecting tube had a wrinkle; the adhesive on the bending section cover had a chip and the connecting tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.